Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure female, 53 years old, other information is unknown. On what tissue was the suture used? Reinforcement of anastomotic stoma of intestinal canal what was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk how was the suture placed (interrupted or continuous)? Interrupted what instruments were used to grasp the needle? Unk where was the needle grasped during use? Unk what was the size of the needle used? Vcp772d what was the size of the broken needle fragment? Was more than half the needle retained in the patient? The broken length of the needle is 3mm. Did the patient undergo a second procedure to remove the needle after being transferred to the other hospital? If yes, was the needle piece removed? Unk does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure?if retained, were there any patient consequences?if retained, are there plans for removal of any remaining fragments? Unk did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unk other relevant patient history/concomitant medications? Unk what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk what is the patient's current status? Unk

Event description:
It was reported that a patient underwent an anesthesia induced perianal tissue incision, transanal rectal mucosal ring incision, proctology incision, and anal exploration on (B)(6) 2024 and suture was used. The patient underwent the surgery due to prolapse of anal mass with bleeding for 1 year. During the operation, the needle broke at the end of the needle (about 3mm away from the end of the needle) while suturing the anastomotic site. The doctor immediately made a longitudinal incision in the rectal wall at the site of needle insertion for exploration but could not find the suture needle. The doctor reported to the department director and organized the deputy chief radiologist to perform intraoperative x-ray positioning and color ultrasound positioning. The needle was not found during further exploration. The deputy chief gastroenterologist and orthopedic director were consulted to jointly explore the rectum and anal canal. Four longitudinal incisions were made in the anal canal and rectum, but no needle was found; under the guidance of the department head, further exploration was unsuccessful and the patient immediately reported to the director of the hospital's medical department. Considering that the needle could not be found after 9 hours of exploration, and combined with the lack of stereotactic imaging equipment in the hospital and the increased risk of complications in patient undergoing long-term exploration, after discussion, it was decided to transfer to another hospital overnight for further surgical treatment. Additional information was requested.